Event description:
It was reported that a clinical evaluation report (cer) contained clinical data published outcomes from various medical literature sources, pertaining to calcium phosphate bone substitutes, extremity fracture treatment, kyphoplasty and vertebroplasty. It was reported in the cer that "1 of 18 (5.6%) patients had asymptomatic pulmonary cement extravasation". No further information was reported. The type of cement used in this case was not specified in the cer document.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to an adverse event, we are filing this MDR for notification purposes.